Event description:
The customer generated false negative alinity I anti-hbc ii of 0.46 s/co on a sample that repeated reactive of 5.99 s/co. The sample also tested hbsag and hbeag positive. No impact to patient management was reported. Additional information provided on 09may2025: on (B)(6) 2025, a sample generated initial test alinity I anti-hbc ii of 0.78 s/co (negative) and repeated 5.93 s/co (reactive). No anomalies showed in the log. No additional information is available. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 65308be01, however, no increase in complaint activity was identified for list number 07p87. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing of lot 65308be00, which contains the same bulk material as lot 65308be01, was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hbc ii reagent lot 65308be01 was identified.

Manufacturer narrative:
Section b5 describe event: additional information provided. Section a patient information, no patient information is available. This report is being filed on an international product, list number 7p87 that has a similar product distributed in the us, list number 7p84, and 510k/PMA/bla of p080023. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer generated false negative alinity I anti-hbc ii of 0.46 s/co on a sample that repeated reactive of 5.99 s/co. The sample also tested hbsag and hbeag positive. No impact to patient management was reported. Additional information provided on 09may2025: on (B)(6) 2025, a sample generated initial test alinity I anti-hbc ii of 0.78 s/co (negative) and repeated 5.93 s/co (reactive). No anomalies showed in the log. No additional information is available. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 7p87 that has a similar product distributed in the us, list number 7p84, and 510k/PMA/bla of p080023.section a, patient information, no additional patient information is available.an evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer generated false negative alinity I anti-hbc ii of 0.46 s/co on a sample that repeated reactive of 5.99 s/co. The sample also tested hbsag and hbeag positive. No impact to patient management was reported.